Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in spain, this was an implant of a 23 mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the valve embolized towards the aorta during delivery system balloon inflation due to temporary pacing wire malfunction/movement with loss of capture. The valve was deployed in the descendent aorta. The patient remained stable throughout. A second valve was implanted successfully without further complications.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings corrected h6- investigation conclusions. The device was not returned for evaluation. Imagery provided was reviewed and following observations were made: valve was moving toward aorta during the deployment. Valve was deployed at the descending aorta. The complaint for valve embolization into aorta was confirmed based on procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, "it was a case of an implant of 23mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During procedure, the valve embolized towards aorta during ds balloon inflation due to temporary pacing wire malfunction/movement with loss of capture". Per training manual, "wait until 1:1 capture is maintained before inflating", "slow inflation during initial deployment may help with stability of the delivery system and thv during deployment", and "loss of pacing capture during valve deployment can result in movement of the valve and possible embolization". As such, available information suggests that procedural factors (loss of pacing capture during valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.